Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp was using 2 pt extension lines during therapy that hp did not connect to the setup until after the prime cycle had already been completed. Tsc assisted hp in ending therapy early. Hp setup with new supplies to complete their therapy. Per hp, no pt injury or medical intervention was associated with this incident.